Event description:
It was reported that following a fall approximately 1 month post-operatively, a patient's tritanium pl cage at l4-l5 migrated from the disk space. Fusion was not achieved. Revision surgery was performed where the cage was explanted.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. Per additional correspondence, patient fell led to the cage migration. Fusion was not achieved. Patient had a tight disc space. Everest screws were installed as a supplemental fixation system. Patient' bone quality was reported to be normal. Patient's bmi is unknown. From the tritanium pl surgical technique: early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, or pain. It is likely that the device migrated due to patient fall. Other potential causes include: inadequate initial fixation, latent infection, premature loading of the device or trauma, improper cage size, and inadequate preparation of the disc space can contribute to the event.

Manufacturer narrative:
Hospital retained implant.

Event description:
It was reported that following a fall approximately 1 month post-operatively, a patient's tritanium pl cage at l4-l5 migrated from the disk space. Fusion was not achieved. Revision surgery was performed where the cage was explanted.